Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on (B)(6) 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint cannot be confirmed. One unpackaged ar-1204af-90 flipcutter ii (no batch number present) was received for investigation. Visual inspection identified deep, horizontal rings worn around the outer diameter of the flipcutter, proximal to the cutting tip. However, despite the surface damage to the actuator tube, the cutting tip was still able to be flipped. The device was found to be functional.

Event description:
It was reported that during dt4 surgery both blades did not overbalanced. There was no harm for patient, operator or third party reported. The surgery was finished successfully with the same device was used anyway. It was not necessary to switch the surgical technique or do a second surgery. No further information received. Update, 14-jan-2021 -sac. Failure is can insert first blade and after second one into the tunnel because blade didn¿t worked.